Manufacturer narrative:
Correction in additional MFR narrative. The statement in initial MDR, initial MFR narrative should have been: a product sample has been received by the manufacturer and it is awaiting evaluation. Two opened trocar cannula/hub assemblies were received in a specimen container for the report of leaking trocar. The returned samples were visually inspected and were found non-conforming with a cut in each septum. A review of the device history record traceable to the possible lot numbers indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there are three (3) additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. (B)(4).

Manufacturer narrative:
The product sample was retained and is expected to be returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon and a company representative reported that a valved trocar leaked during a vitreo-retinal procedure. During first and second tool exchange, some liquid squirted out but no persistent leaking was clear. Eventually, one of the trocars was leaking significantly. At the end of the procedure, none were leaking. The trocar that was leaking was clearly open and the surgeon reported that its slit turned into a hole. There was no known harm to the patient. No additional information is expected.